Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 3 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has developed chronically elevated lactate dehydrogenase (ldh) and associated subclinical pump thrombosis. The patient was admitted to the hospital on (B)(6) 2017 for elevated ldh and was treated with intravenous bivalirudin. The patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient was admitted to the hospital for an elevated ldh and treated with intravenous bivalirudin. Echocardiograms performed on (B)(6) 2017 showed little vad contribution and the aortic valve opening with every beat. On (B)(6) 2017, it was reported that the patient¿s ldh continued to be elevated but stable. The patient was going to be discharged home when the inr was therapeutic. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the report of elevated lactate dehydrogenase and subclinical pump thrombosis could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported at this time. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.